Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge change error occurred and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to manual insulin therapy. Customer¿s blood glucose level was 348 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.